Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. However, 100 retained samples were visually inspected for foreign matter on, in the tubing or the housing of the device. All samples passed testing, exhibiting no foreign matter in the tubing or sample of the device. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd vacutainer® push button blood collection set, the customer noticed a foreign body inside the tubing. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd vacutainer® push button blood collection set, the customer noticed a foreign body inside the tubing. No patient impact reported.